Event description:
It was reported that a medfusion® 3500 syringe pump displayed a "check clutch plunger" error. No injury was reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. A visual inspection revealed the pump to be in poor condition; the top case was chipped on the front left corner. A review of the pump's event history log confirmed the reported error. The error was able to be duplicated through functional testing. The root cause was determined to be user interface; the timing plates and push block were not installed properly in the plunger head. The complaint was confirmed.